Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to adhere to wall and failure to retrieve was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. The distal end of the delivery wire was kinked. The middle section of the pipeline did not open. The pipeline was placed in a vessel bend when it failed to adhere. Additional steps or other devices attempted to adhere the pipeline included attempts using pushing and pulling motions. The phenom was continued to be used to deploy another pipeline and then sterilized and handled by the hospital.

Manufacturer narrative:
2.6 fdm code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline could not adhere to the vessel wall and could not be retrieved into the phenom microcatheter. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the left vertebral artery v4 segment with a max diameter of 5.3mm and a 4.2mm neck diameter. The landing zone was 3.1mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal. It was reported that the operator planned to use a pipeline to treat a dissecting aneurysm in the v4 segment of the vertebral artery. Due to the tortuous nature of the vessel, the stent did not adhere well to the vessel wall after deployment by the operator. An adjustment was made, and the stent was retrieved and redeployed, however, in the tortuous section of the vessel, the stent still failed to adhere to the vessel wall. The operator planned to retrieve the stent again and adjust the deployment position to resolve the vessel wall adhesion issue. However, it was found that the stent could not be retrieved in the tortuous section of the vessel. Under fluoroscopy, the stent was observed to deform during retrieval attempt and could not be moved to retrieve, leading to suspicion that the stent structure was damaged. To ensure surgical safety, the intermediate catheter was advanced to the tip end of the stent, and the stent was retrieved into the intermediate catheter. After that, the intermediate catheter, along with the microcatheter and the stent, were all removed as a whole from the patient's body. A new access was established, a new stent was used instead, and the procedure was completed. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this e vent. Ancillary devices include a skynor medical 6f115cm guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.